Event description:
It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient developed cardiac tamponade. During the procedure the patient had "hemodynamic instabilities", but the procedure was completed successfully. During recovery, prior to discharge, tamponade was identified after the patient's blood pressure dropped. An echocardiography was taken, and the tamponade was identified. Drainage was performed and the patient is stable. No further complications have been reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
Initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.